Manufacturer narrative:
This device is not sold or marketed in the u.s.; however, it is similar to device model 2800, carpentier-edwards perimount rsr pericardial bioprosthesis (PMA p860057/s001). The device was not returned to edwards for evaluation. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported via the implant patient registry that this 27mm valve model 2900 was explanted from the aortic position after an implant duration of 4 years and 1 month for unknown reason. A 25mm inspiris resilia valve model 11500a was implanted in replacement. No other information was provided. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Updated b5 and h6. Based on the new information received, this event is no longer considered reportable. On occasion valves or rings may be explanted with no evidence of malfunction and are otherwise performing as intended. (.e.g. Graft replacement/repair, or open-heart surgery for an unrelated reason). If an indwelling ring or valve has been present for many years, the surgeon may elect to replace it during an unrelated cardiac surgery. In addition, there may be intra or post-operative bleeding related to the procedure and not directly related to the valve. In these cases, the valve may require removal to facilitate repair of the injury. In this case, the valve was explanted to facilitate access to the lvot for repair. Per surgeon's opinion, there was nothing wrong with the valve in terms of function or structure.

Event description:
It was reported via the implant patient registry that this 27mm model 2900 valve was explanted from the aortic position after an implant duration of 4 years and 1 month due to prophylactic purposes. Reportedly, the patient underwent redo surgery for an lvot pseudoaneurysm. The valve was explanted to facilitate access to the lvot for repair. Per surgeon's opinion, there was nothing wrong with the valve in terms of function or structure. The patient was asymptomatic, but it was an enlarging pseudoaneurysm, hence the surgical indication. A 25mm inspiris resilia valve model 11500a was implanted in replacement without complication. The patient was noted as to be doing well.